Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure sometime in 2010. Exact date of procedure was not provided. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: sporadic, severe abdominal pain, scar tissue and pieced of ligaments attached to bladder.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.